Event description:
Customer reported experiencing low blood glucose levels, with the lowest recorded at 42 mg/dl. Cause was not known. The customer consumed carbohydrates as a corrective measure. A system check was requested, and it was confirmed the insulin pump functioned correctly with no unintended dosage given. Technical support advised the customer to consult a healthcare professional to discuss potential factors affecting blood glucose levels, which the customer acknowledged.